Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2020. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act kaolin cartridge lot met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a (B)(6)- year old female patient presenting with cp, unstable angina, found to have nstemi. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: result: date: tested: I-stat: 147; (B)(6) 2020; 10:31. I-stat: 197; (B)(6) 2020; 10:57. I-stat: 142; (B)(6) 2020; 11:04. I-stat: 527; (B)(6) 2020; 11:11. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. However, the customer states that the patient was given heparin in the ed prior to the cath procedure. The patient was administered angiomax during the procedure. The customer was advised that using angiomax is outside the intended use for I-stat actk. Per I-stat system manual, art: 715878-00q; the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. It is suspected that the cause for discrepant results could be related to the use of angiomax but this cannot be confirmed. The investigation is underway.